Manufacturer narrative:
Information was received on august 1, 2012 confirming that the revised product reported in this medwatch was manufactured by biomet (B)(4). Report number 1825034-2012-00818 is for the revised biomet orthopedics manufactured product and is associated with this patient/event. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2012, for an unknown reason.